Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the patient therapy log with a drain volume of 4087 ml during cycle 3. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device failed the homechoice rite functional test for display verification due to a blinking cursor on the display. The device passed the rite electrical test. A review of the device logs revealed a drain volume that meets the iipv criteria. The assignable cause for rite test failure - display verification was undetermined. The cause for the iipv found in the logs was determined to be insufficient drain - one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).